Event description:
The pt developed a herpetic lesion after treatment with zyplast. The physician prescribed oral antibiotics and oral valtrex. The lesion has resolved but the pt has a red swollen line originating at the site of the lesion extending vertically up towards the eye.